Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported error backup alarm failed and faulty navigation-ring. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 02aug2019. It was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:2031642-2019-03510 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.